Manufacturer narrative:
(B)(4). Approximate age of device ¿ 36 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that while the patient was in the intensive care unit (ICU) on (B)(6) 2016, the nurse noticed elevations in pump power and increased pump flows. At the time, the patient's system controller was exchanged. The elevated pump power and increased flows continued after system controller was exchanged but have since resolved after many weeks of increased anticoagulation therapy. The patient was asymptomatic. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient; however, the exchanged system controller was returned for evaluation. A correlation between the device and the reported event could not be conclusively determined. The report of elevations in pump power and increased pump flows were confirmed based on the evaluation of the retrieved system controller log files; however, these events did not affect the system controller¿s ability to support the lvad at the set speed. The returned system controller was functionally tested and found to operate as intended. Although a specific cause for these events could not be determined, the account reported that they resolved on their own after many weeks of increased anticoagulation. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.